Event description:
Reported false positive flu a result for 1 patient. It is unknown if the patient was symptomatic. No confirmatory testing had been completed. An additional patient event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.